Event description:
Pt enrolled in clinical trial of the cordella pa sensor by endotronix (now edwards). Device has not worked since at least (B)(6) 2025. We have contacted manufacturer. This is device #3 with issue.